Manufacturer narrative:
Two deltaplush microcoil systems of the same lot number (c24136) were returned with identical complaints. For identification and inspection purposes the coils will be identified as coils ¿a¿ and ¿b¿. This coil is identified as coil ¿b¿. Both the unspecified enpower detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The resheathing tool was returned fractured into two pieces. A severe kink on the core wire was found inside the severed resheathing tool. Sheath¿s ball tip was found against the distal end of the resheathing tool¿s open cutout section. The sheath was severed at the locking mechanism with the proximal severed end protruding outside the distal tip of the resheathing tool and the distal severed end was found on the core wire. The resheathing tool¿s fracture is ductile in nature requiring external force. No material defects were found. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the damaged edges have been elevated above the surface plane. As viewed through the introducer sheath, the coil was found to have been severely damaged, stretched, and buckled back with the ball tip found severed. The coil was dissected and removed from the introduce sheath and was still attached to the device positioning unit (dpu) via the detachment fiber. The proximal section of the coil is stretched with the stretch resistance suture severed and removed. This caused the coil¿s ball tip to also be severed and removed from the coil. These items were not returned. The detachment fiber did not receive heat and melt. The dpu passed electrical testing with resistance at 52.2 ohms (range 48.5/56.0 ohms) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 52.1 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. Do to the severed damage to the coil and unit as a whole, no advancement testing was possible. No manufacturing or material defects were found. In addition, concerning the circumstances of how and when all of the unreported damages above occurred cannot be exactly determined. The complaint of the coils failure to detach cannot be confirmed. The dpu passed electrical testing and the coil detached on the first detachment cycle. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. The complaint of the premature coil detachment inside the unidentified microcatheter during removal cannot be confirmed. The coil was still found attached to the dpu via the detachment fiber. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. The complaint of the coil stretching during use is confirmed. While the exact root cause of the coil damage stretching after patient use cannot be determined, the evidence highly suggests that the main portion of the coil stretching and other device damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which bent the core wire inside the resheathing tool, severed the resheathing tool, severed the introducer sheath, severed the stretch resistance suture including the ball tip, and caused a portion of the coil damage found. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the severed stretch resistant suture used in the procedure, it cannot be determined if this component contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the stretch was confirmed, however procedural factors outlined in the IFU or handling factors likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint events. The failure to detach and premature detachment were not confirmed. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This report is related to MFR report # 2954740-2015-00282.

Event description:
The contact from the facility reported that the deltaplush coils (both cpl10015330/c24136) could not be deployed. At the time of initial contact the products were available for return. There was a bit of a delay due to the issue however there was no report of injury. The patient's vessels were tortuous but not calcified. There was no damage noted to the coil system prior to use. The coils were stretched after removing from the patient and were no longer attached to the delivery system. The coils were successfully removed from the patient. The enpower dcb and control cable were used in the procedure. The lot numbers are unknown. A predeployment electrical check was performed and the system ready light illuminated. There was no low battery light or fault light seen during the case. Upon pressing the power button all lights illuminated.